Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4) and applicable codes are fdm b21, fdr c21, fdc d16 and addtional code img g02005. H3: product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use device does not work, unable to start up device due to error. Additional information received after follow up that there is no patient impact.

Manufacturer narrative:
Product ID : 8253002 , serial/lot number : 2nr3-4663/219627585 : h3 : analysis was completed and concluded that during the inspection at the time of acceptance, it was observed that an error message was displayed and the device did not work after the power was turned on. The internal circuit board, dsp board, pwa main board (nim3.0), rear panel board and sbc board were replaced. H6 : codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 , img g02030 is no longer applicable and fdm b01 , fdr c02, fdc d02 codes are applicable. Product ID : 8253200 , serial/lot number : x29926730/219728690 : h3 : analysis was completed and concluded that no abnormalities were observed with this product during the inspection at the time of acceptance. H6 : codes updated. Previously applied codes fdm b21, fdr c21 , fdc d16 is no longer applicable and fdm b01, fdr c19, fdc d20 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.